Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope agvl 4, they were getting images that were out of focus and intermittent. A delay in the procedure of approximately 10 minutes occurred as a back-up device was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The blade was powered on for five (5) to eight (8) minutes with no failure. A visual inspection of the blade showed no damage. The returned device was scrapped and a new device sent to the customer. Service complete.